Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display was blank. It was reported that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, there was evidence of moisture behind the display lens. A leak test failed due to a crack at the cover. There was evidence of moisture contamination inside the pump on the display flex cable and connector as well as other associated electrical components. The pump powered on with the returned battery cap to blank display. Within three minutes, the pump alarmed with an audible tone and vibration alert per normal operation. The display was blank due to internal moisture damage. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump case was also found to be cracked.